Event description:
Information received indicates the casters will not hold when in brake.

Manufacturer narrative:
The technician found the hex rod screw was broken. The technician replaced the hex rod and adjusted the brake position for all of the casters to repair the stretcher.